Event description:
The facility reported an ipump with "constant alarming "downstream occlusion". This event occurred during programming/setup in the "labor and delivery" department. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "constant alarming 'downstream occlusion'" was not confirmed during device evaluation. The cause of the reported problem could not be found as it was not reproduced in service and the device passed all functional tests. A service history review revealed that this device was previously serviced for the reported condition; however, the reported condition was not confirmed during previous services and no repairs were made. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.